Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, the article reported that one intraoperative tibial fracture occurred upon impaction of the final tibial component during the ras-tka and was treated with plate fixation. Responses to the requests for clinical documentation was not provided as of the date of this medical investigation. Without patient-specific clinical information/documentation, further assessment of the reported intraop fracture and subsequent plate fixation could not be performed. Based on the limited information provided, a mal-performance of the prosthetic component(s) is not supported. The root cause beyond those reported in the article could not be confirmed or concluded and the current patient status remains unknown. The patient impact beyond the reported intraop fracture and subsequent plate fixation could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, surgical complication, excessive forces applied to implant or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature article named "initial experience with the navio robotic-assisted total knee replacement-coronal alignment accuracy and the learning curve." It was reported that one patient had an intra-operative tibial fracture upon impaction of the final tibial component and was treated with plate fixation. The outcome of the patient is unknown.